Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reported contacted animas alleging that the patient experienced a blood glucose of 400 mg/dl with polyuria and polydipsia associated with an alleged power issue. Reportedly, the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting, the reporter stated that the patient noticed that the pump was off and had been like that for 4-5 hours during the day. The patient replaced the battery and stated that the cracked that she noticed back in (B)(6) was much worse and along the entire outside of the battery compartment. The patient also stated that the battery cap may have had stripped threads because it just kept ¿spinning¿ and the yellow o ring was visible. This malfunction is being reported because the patient experienced hyperglycemia associated with a power issue due to a cracked battery compartment.